Manufacturer narrative:
(B)(4). Batch # n57866. The analysis results found that the ats45 device was received with the clamping mechanism detached. No cartridge reload was returned for analysis. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were noted. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon experienced a product failure. The device would not close and the locking handle broke off. Repeated attempts to close were unsuccessful. The surgeon requested a device of a different product code to complete the procedure. There were no adverse consequences for the patient.